Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's battery would not charge. The customer's blood glucose level was not impacted. The customer indicated that the pump would continued to be used to temporarily manage diabetes.